Event description:
A female pt with history of pvd reportedly underwent an uncomplicated mesenteric intervention in 2008. Left brachial access was obtained with a 6f sheath. Although the mynx is indicated for use to seal femoral arterial access sites >5mm, the physician proceeded to use the mynx device. It was reported that due to small vessel size, the balloon was partially deflated to pull back. The mynx device was deployed and hemostasis achieved. Post procedure, radial pulses were noted to be diminished, however doppler ultrasound showed good signals, and the pt was discharged. On five days later, the pt came back with pain in the left arm, with the left hand being cooler than the right. The physician's assessment was that it could have been related to a misdeployment of the mynx device, and the pt was sent for vascular repair in which surgical embolectomy was performed to remove the occlusion, and flow was restored. The pt tolerated the procedure well and was discharged without further complication.

Manufacturer narrative:
The device was not returned to aci for eval and the device's lot number was not provided for lot history review. Based on the info provided and the investigation performed, the root cause of the occlusion could not be determined. There is no evidence to suggest that the mynx device did not meet specifications or perform as intended per IFU. In considering potential causes, use of the mynx device for brachial access, the small vessel size, and partial deflation of the balloon during pullback could have potentially caused or contributed to a misdeployment. The mynx is intended for use to seal femoral arterial access sites. Per the mynx IFU, the safety and effectiveness of the mynx have not been established in pts with arteries <5mm. In addition, the safety and effectiveness of the mynx have not been established in pts with brachial access.